Event description:
It was reported that during a rotator cuff repair the device's anchor broke in two while being inserted. A backup device was available and it was used in the original bone hole. No delay or patient injury was reported.

Manufacturer narrative:
One 72203380 healicoil pk 5.5mm suture anchor used for treatment and was returned for evaluation. The complaint stated: ¿the device's anchor broke in two while being inserted.¿ the anchor was returned attached to the distal portion of the insertion device. The distal piece was broken off the rest of the inserter. The mating shaft portion has been fanned out from leverage and force applied. The anchor is quite damaged. Threads are missing. Those remaining are pushed, deformed, burnished and fractured. There is evidence of excess torque contribution. Prep per instructions for use is essential for successful seating. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 5.5mm anchor used on normal bone condition is a 3.8mm tapered awl. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed.